Event description:
It was reported that the insulin pump had reoccurring motor error alarm during the rewind process. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase. Cracked case on the display window corners noted during visual inspection.